Event description:
Report of pt death by healthcare facility. Pt reportedly found unresponsive and cyanotic. Trach disconnected from ventilator with no audible alarm. Remote alarm and pressure alarms in use did not alarm. Pt expired.